Manufacturer narrative:
Potential lot number - 2647368, potential expiration date - 02/28/2019, potential device manufacturer date - 03/13/2014. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. MFR# clarification: new registration number 3012307300 (B)(4) is now being used for MFR report number, replacing registration number 2183502 (B)(4).

Event description:
It was reported that when a jelco hypodermic needle-pro needle was applied to a pre-filled vaccine syringe, the needle popped off during vaccine injection. When the needle was withdrawn by the nurse, the needle remained in the patient's arm. The nurse had to act quickly to retrieve the needle. It was initially reported that the flanges that held the needle on the syringe were too small and gave away with the pressure of the injection. It was then reported that the product was not defective and that the nurse was not experienced using the item and was not 100% aware of how the product worked. No permanent injury was reported. See MFR: 3012307300-2016-00244, 3012307300-2016-00246, 3012307300-2016-00247, and 3012307300-2016-00248.